Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that during the impella cp procedure the 0.018 guidewire severed while removing the guidewire during insertion. The impella cp would not start. The cp with the guidewire were removed intact. A new impella was inserted in the opposite groin due to the fact that the peel away sheath had already been removed. It was also reported that the patient expired. No other information is available. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.